Event description:
It was reported the device exhibited a failed volume test while being tested. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. During accuracy testing, the pump was found to be over delivering to the manufacturing specifications. It was determined that the cause was due to the expulsor and or gasket. As a result, the expulsor assembly was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. A1 updated g2 email is: regulatory.responses@icumed.com.